Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -6.5/0.5/065, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. The lens wa removed and replaced with a shorter length lens within the same surgery due to excessive vault. It was reported that the problem resolved. Cause of evet is unknown.